Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2006; 6937a-35 lead, implanted: (B)(6) 2008, 6996sq58 lead ,implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. It was also reported that the epicardial right ventricular (rv) lead exhibited a fracture, undefined impedance qualified as high and non-capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.